Event description:
It was reported that versacross access solution was selected for pulse field ablation farapulse procedure. During the procedure, it was mentioned that when the physician opened the versacross access solution, the rf wire was noted broken inside the sealed package. As the device can not be used, it was replaced with another same model kit and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.